Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. UDI # - (B)(4). Reported event was confirmed by review of the photos of the product provided. As per visual examination of the provided pictures identified the screw is fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. However, it is identified that the surgeon prefers a tight canal for the screw which could have been a contributing factor. Review of the surgical technique does not define the diameter the canal has to be. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # n/a. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00544. Not returned to manufacturer.

Event description:
It has been reported that during surgery, the gentle thread bioscrew broke right at the moment of its insertion at the femoral canal twice. Correct surgical technique was not followed. Attempts to obtain additional information have been made; however, no more is available.